Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/03/2025, the user reported repeated alert messages on their ilet device. Blood glucose was 280 mg/dl at the time. A full supply change was performed, after which insulin delivery resumed. Blood glucose returned to the target range approximately three hours later. Replacement supplies were provided. No further follow-up was required.